Manufacturer narrative:
Concomitant med products and therapy dates; hand control device ((B)(6) 2020). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that during an anterior cervical discectomy surgical procedure, it was observed that the adapter (hand control) device was intermittently sticking in the ¿on¿ position while the surgeon was working with the motor device. It was not reported if there were any delays in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition that the motor device adapter intermittently sticks in the ¿on¿ position while the surgeon is working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device failed for a short circuit between phases, however the device functioned as intended. The device was disassembled, and liquid (water) was found inside the device. It was determined that this condition was due to improper cleaning as the device may have been immersed causing the short circuit between phases. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse.